Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent a procedure to remove the new hernia which contained the old mesh and address the dense adhesions that had formed." Medical records were not provided, however, recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent a ventral hernia repair. As reported the patient's hernia was repaired with a bard/davol 11cm x 14cm composix kugel, product code 0010205. On (B)(6) 2014: the patient presented to the hospital with complaints of pain and a recurrent hernia and underwent a procedure to remove the new hernia which contained the old mesh and address the dense adhesions that had formed. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent a procedure to remove the new hernia which contained the old mesh and address the dense adhesions that had formed." Medical records were not provided, however, recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct PMA/510(k). Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year, 10 months post implant of composix kugel mesh, patient was diagnosed with abdominal pain, abdominal distention, inflammation, fibrosis, adhesion and hernia recurrence thereby underwent repair with explant of mesh. The instructions-for-use supplied with the device list inflammation as a possible complication. This supplemental emdr is submitted to represents composix kugel mesh (device #1). An additional emdr is submitted to represent ventrio st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012, the patient underwent a ventral hernia repair. As reported the patient's hernia was repaired with a bard/davol 11cm x 14cm composix kugel, product code 0010205. On (B)(6) 2014, the patient presented to the hospital with complaints of pain and a recurrent hernia and underwent a procedure to remove the new hernia which contained the old mesh and address the dense adhesions that had formed. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: on (B)(6) 2014, patient with the history of primary umbilical hernia repair developed recurrent incisional hernia thereby underwent open repair with the implant of composix kugel (device #1). Per operative notes, "the hernia sac was identified just inferior to the umbilicus and amputated. A piece of composix kugel mesh (device #1) was irrigated in antibiotic solution and secured in place with suture." On (B)(6) 2014, patient developed abdominal pain, abdominal distention, lightheaded, nausea and vomiting thereby underwent CT scan. On (B)(6) 2014, patient was diagnosed with large incisional hernia thereby underwent laparoscopic repair with ventrio st mesh (device #2), iysis of adhesions and removal of mesh (device #1). Per operative notes, ¿there was a large incisional hernia and a large hernia sac which contained old mesh. There was a dense adhesion of the omentum to the mesh, and a segment of the small bowel was also adhered to the mesh which were taken down with sharp dissection. The small bowel was freed and hernia sac was then excised. A ventrio st mesh (device #2) was then placed into the abdominal cavity and tacked." On (B)(6) 2014, patient was diagnosed with abdominal pain thereby underwent evacuation of seroma and hematoma. Per operative notes, "the capsule surrounding the seroma/hematoma was excised. Cultures were taken from the hematoma/seroma fluid. The fascia, was intact and there was no evidence of exposure of underlying mesh." On (B)(6) 2014, patient had a placement of wound vac and would likely need it for long time. Attorney alleges that the patient had adhesions, mesh migration, pain, hernia recurrence and emotional injuries.